Manufacturer narrative:
Evaluation / investigation: a visual inspection of the returned device was conducted. In addition, a review of the device history record, instructions for use, quality control data, and specifications was performed. A single balloon catheter was returned. Blood was present on the device. A small tear was observed at the distal end. A review of the device history record was conducted and no nonconformances related to the reported failure mode were noted. A review for additional complaints for this device lot revealed this complaint to be the only reported complaint associated to the complaint lot number 8168014. Balloon ruptures can occur due to many factors, including: ballooning outside the stent graft, tracking the balloon in calcified anatomy, manipulating the balloon while inflated, or excessive pressure. Additional information provided to the investigation states that the balloon was inflated with a 30cc syringe and there was no vessel calcification or angulation. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a (B)(6)-year old, male patient with an abdominal aortic aneurysm (aaa) underwent an endovascular aneurysm repair (evar) via right femoral access. According to the report, the coda balloon was being used after deployment of the evar components at the sealing zones and overlaps to ensure wall apposition/overlap apposition. The balloon was first inserted through the main body sheath and hand inflated with a 30cc syringe with visipaque (1/3 contrast and 2/3 saline) as recommended. The balloon was inflated at the proximal neck and right overlap. The coda burst during the final (3rd) inflation in the common iliac. As reported, there was no angulation or vessel calcification present. No unintended portion of the device remained in the patient¿s body. No additional procedures were required due to this reported issue. There were no adverse effects to the patient as a result of this occurrence.